Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that he is experiencing high blood glucose levels. Customer's blood glucose reading ranged from 136 to 565 mg/dl. Customer treated his high blood glucose with manual injections and the insulin pump. Troubleshooting was done and the insulin pump passed functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is being returned and replaced.